Event description:
It was reported that the deep brain stimulation (dbs) clinical patient enrolled in a4063 clover study experienced off symptoms of dyskinesia. The device was reprogrammed, and medication was adjusted. The event resolved the same day. The relationship to the adverse event was reported as probably related to the study procedure and not related to the study device. Additional information was received providing the model and serial number of the implantable pulse generator (ipg).

Event description:
It was reported that the deep brain stimulation (dbs) clinical patient enrolled in a4063 clover study experienced off symptoms of dyskinesia. The device was reprogrammed, and medication was adjusted. The event resolved the same day. The relationship to the adverse event was reported as probably related to the study procedure and not related to the study device.